Manufacturer narrative:
Additional information: on april 17, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the ruptured device, please contact our team using the information contained at the end of this letter. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the 6865257 lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 475cc mentor memorygel breast implants and experienced capsular contracture and rupture on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 485cc mentor memorygel breast implant on (B)(6) 2020.